Event description:
Caller reported the aviva system gave a blood glucose result of 162 mg/dl, reported no symptoms at the time. No medications taken. About an hour later, he started sweating and having seizures. His wife called 911 and emts arrived within 5 minutes, measured his blood glucose at 5 mg/dl on their system. He was treated with an unspecified IV and hospitalized for further treatment. Strips not available for return, replacement sent.